Manufacturer narrative:
Analysis of the lead found the conductor body of the extension was broken at the distal side of transition. The #3 straight wire conductor was broken at the straight to coiled wire crimp sleeve.

Manufacturer narrative:
Concomitant product: product ID 7489, serial# unknown, implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that since (B)(6) the impedance of electrode three was greater than 4,000 ohms and the patient¿s therapy was not effective anymore. Prior to (B)(6) the patient had good stimulation with electrode three. The patient had symptoms of pain and less than 50 percent therapy relief. In (B)(6) 2014, the patient was to have a revision to check the connection between the lead and the extension. The patient¿s healthcare professional (hcp) though that this was an extension issue and they would probably change it. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information received reported the extension was fractured near the connection between the lead and extension. The extension was changed and there was no issue with the lead. Following the revision the patient was okay and receiving effective stimulation again.